Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative went onsite and replaced the gas delivery engine and the compressor. At this time, vyaire has not received the suspect device/components for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that when the customer disconnects the air on the avea ventilator the compressor does not come on. The customer stated there was no patient involvement.